Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient developed a fever and there was redness observed around the pocket area. The patient was administered antibiotics and remained hospitalized. One week later the redness had decreased and the patient's c-reactive protein value had decreased. The physician elected to keep the patient hospitalized for another week. No surgical intervention has been performed and the device remains in service.